Event description:
The account reported the leading haptic stuck to the optic of the intraocular lens, during insertion into the patient's eye. There was no patient injury and the lens was not implanted.

Manufacturer narrative:
The account reported the leading haptic stuck to the optic of the intraocular lens prior to insertion into the patient's eye. The lens was discarded by the account and not received by the manufacturer for analysis. During a retrospective review of the complaint database, it was determined this event was MDR reportable as a malfunction. The manufacturer will continue to monitor and trend all reports received.